Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a hospital visit where the pump was disconnected, the user installed a new dexcom g7 and experienced pairing failure to the ilet, after which the sensor entered warmup and subsequently functioned without further assistance. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no need for medical intervention beyond reconnection and sensor warmup. Investigation included troubleshooting and education regarding sensor pairing and reconnection to the ilet. Investigation of this case revealed a temporary connectivity issue between the g7 sensor and the ilet with no device damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or use environment leading to transient communication difficulty during setup.